Manufacturer narrative:
The manufacturer previously reported: the manufacturer received information alleging the screen froze. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. Upon evaluation, the screen freeze condition could not be confirmed, and it was confirmed that each operation of the touch panel and operating for sending air can be operated. Upon checking the error log, there were no records of errors indicating abnormalities observed. A functional test and an internal inspection, but no abnormalities were found. It is speculated that a malfunction temporarily occurred on the display (touch section) and the display pca. Therefore, the display and display pca were replaced to prevent recurrence.

Event description:
The manufacturer received information alleging the screen froze. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.